Event description:
It was reported that the patient passed away. The pump was not explanted and will not be returned for evaluation. Additional information revealed that prior to death the patient was admitted for right ventricle (rv) support placement and ventricular tachycardia (vt) ablation due to multiple implantable cardioverter-defibrillator (ICD) shocks over last several months. The patient's ICD was implanted prior to the left ventricular assist device. Vt ablation was unsuccessful. The patient had increasing oxygenation and inotropic requirements following vt ablation, ultimately deciding that they no longer wished to prolong their life. Bilevel positive airway pressure (bipap) and inotropes were turned off per patient request and they expired shortly after.

Manufacturer narrative:
Main investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4) and the reported right heart failure, cardiac arrhythmia, and subsequent patient outcome could not be conclusively determined through this investigation. The account indicated that the outcome was device or therapy related, and the device operated as expected. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists right heart failure, cardiac arrhythmia, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options, including rvad placement. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.